Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a possible run of asystole as there were no qrs complexes noted upon a device check. A remote transmission was sent after the device check that indicated normal device function. In addition, the patient experienced pacemaker mediated tachycardia. Programming changes were made and the device remains in use. No further patient complications have been reported as a result of this event.